Manufacturer narrative:
Correction: e1(prefix), h11(literature citation) marwan moussa, md, omar hamam, md, ahmad maaly, md, mohammed elkholy, md, mohamed farghaly, md, godwin abiola, md, salomao faintuch, md, barry sacks, md, anand vaidya, md, muneeb ahmed, md, and ammar sarwar, md the aldosteronoma resolution score as a predictive metric for outcomes after radiofrequency ablation for primary aldosteronism. Sir, 2025 j vasc interv radiol 2025; 36:1705¿1713; https://doi.org/10.1016/j.jvir.2025.07.011 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Acco.

Manufacturer narrative:
D10 concomitant products: unknown cool ti, unknown cool tip elecrtrode (lot #: unknown) (B)(6). The aldosteronoma resolution score as a predictive metric for outcomes after radiofrequency ablation for primary aldosteronism. 2025. Https://doi.org/10.1016/j.jvir.2025.07.011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, an observation and retrospective study was used to validate the aldosteronoma resolution score (ars) as a prognosticator for biochemical and clinical outcomes following radiofrequency (rf) ablation for the treatment of primary aldosteronism (pa). The study used a 15 cm long cool-tip ablation electrode under CT guidance to percutaneously ablate the adrenal nodule. 59 patients were included in this study who underwent rf ablation from 2007 to 2023. The technical success rate achieved was 100% in all patients; however, 1 patient did develop a left perinephric hematoma. The aldosteronoma resolution score as a predictive metric for outcomes after radiofrequency ablation for primary aldosteronism, (B)(6), ars as a predictor of outcomes post rfa in pa, 2025.